Event description:
The band will not contract onto the banding site after deploying which means the band is not tightening enough to perform the procedure. The band did not stay on the banding site. The user changed to another product to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the handle, string, barrel with 3 attached bands and two detached bands was returned. Our evaluation of the returned device was able to confirm the report of the mbl bands slipping off the varices. During our laboratory analysis, the mbl device was attached to an endoscope that is placed in a simulated biliary position with vacuum attached. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. However, the bands barely constricted and were not securely attached to the varices. Some bands would not remain on the varices and a visual examination proved the bands did not contract to their original size or shape. They remained distended. As a comparison, known unused product within the approved manufacturing date range and known unused expired product was also tested. The constriction and security of the bands on the varices for the unused, unexpired product proved to be effective in regards to constriction and security on the varices. A similarity comparison of the complaint product and the unused, unexpired product could not be achieved. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited during the product evaluation. However, the lot number associated with this complaint was researched. We can conclude from our research that the latex bands are within the acceptable age date range to ensure the bands maintain their elasticity properties. As reported, the complainant indicated that the storage conditions of the product were at room temperature, and the product had not been sterilized. It can be reported that the product did not function as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: it can be determined that the product did not function as intended, however, a definitive cause for this observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.